Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-9216-4 glenoid reamer/drill glove protector blue sleeve was worn down enough over time that it no longer stays on the driveshaft and just slides off. No adverse effects on the patient were reported. The second blue sleeve in the tray was used, and the case was completely without incident. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9216-4 batch 031501 device was received for evaluation. The returned glove protector drill was visually inspected, revealing scratches on the inner diameter. There were also visible scratches and gouges on the material. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Per dfu-0023. Revision 3 c. Validation. Repeated processing has minimal effect on these devices. End of life is normally determined by wear and damage due to the intended use.